Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an open repair of a reducible right inguinal hernia with mesh. The patient experienced pain, and recurrence.